Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Manufacturer narrative:
Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening on radius side assessed as fold flaw opening. Additional observations: ¿ creases were observed. ¿ wear abrasion observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "deflation". The device has been explanted and replaced..

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device has been explanted and replaced.